Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported an opcheck failure for the pads/paddes ECG waveform. There was no pt involvement.